Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that during heparin infusions there were errors related to rate changes when the medication needed to be adjusted. The infusions they are attempting to do are weight based and they want to adjust them using the dose button, however the rate is being chosen instead of the dose. There was no reported patient impact.